Event description:
Customer's family member called to report a no delivery message on display with no audible tone. Troubleshooting was performed. Unit continued having a no delivery message on display without an audible tone.